Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the lower left and lower right of the display have a crack. Customer did not know blood glucose level. No further information reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.